Manufacturer narrative:
Thrombus formation is a potentially life threatening event that has been associated with use of this device. A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. (B)(4) was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated pump met all requirements prior to release. Log file analysis revealed 1 high watt alarm was logged on (B)(6) 2016 at 13:16:35 confirming the reported event. A rise in power consumption has been logged starting (B)(6) 2016 to a peak of 5.3 w on (B)(6) 2016 outside of normal power consumption. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. The most likely root cause of the high power event can be attributed to external factors such as thrombus formation. With a review of the available information there is no indication of any device malfunctions or performance issues that would impact the event. There is also no clinical evidence to suggest that a malfunction of the device caused or contributed to the reported event. The root cause of the reported event cannot be conclusively determined; though, clinical factors that may have contributed include the patient's previous medical history, anticoagulant therapy and related comorbidities. There are patient, procedural and pharmacological factors that may have contributed to this event. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. High watts alarms, an indication that the pump watts has exceeded the high power alarm threshold, may be indicative of thrombus or other tissue fragments in the pump. Thrombus is a known potential complication associated with all patients implanted with vads as outlined in the labeling. The instructions for use addresses setting parameters for the high power alarm threshold, how to recognize high watt alarms and guidelines for optimal patient management (including therapeutic anticoagulation guidelines). Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Device remains implanted.

Event description:
It was reported from the site that by the patient had increasing power and flow trends with ldh 460 (baseline 275). Log file analysis show power and flow outside normal operating ranges. Patient also presented with hemolysis. It was stated that the patient was treated with medications. No additional information available.

Manufacturer narrative:
Additional information received on 9/22/2016 states that the patient did not present with any symptoms only with an elevated ldh that eventually elevated to a level greater than 2500 on (B)(6) 2016. The patient was given heparin on (B)(6) 2016 when his ldh was 460 and angiomax was started on (B)(6) 2016 when the ldh was greater than 2500. No pump exchange or surgical procedure was performed. Patient has since been made a do not resuscitate (dnr) and has been provided comfort measures only. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.